Manufacturer narrative:
An event regarding an incorrect ceramic head selection involving an lfit v40 head was reported. Conclusion: the reported event indicates the sales rep incorrectly chose a 32mm head for a 36mm liner. The associated shell and liner were not reported. In trident and tritanium protocols, a 32mm liner should only mate with a 32mm inner diameter liner. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
During a primary total hip replacement, a 32 mm head was opened and implanted. After closure, it was realized that a 36 mm head was the correct diameter as there was a 36 mm liner in the shell. It was a mistake by me as a sales rep, but missed by all staff involved. The patient was brought back to the operating room and the 32 mm head was replaced with the appropriate 36 mm head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
During a primary total hip replacement, a 32 mm head was opened and implanted. After closure, it was realized that a 36 mm head was the correct diameter as there was a 36 mm liner in the shell. It was a mistake by me as a sales rep, but missed by all staff involved. The patient was brought back to the or and the 32 mm head was replaced with the appropriate 36 mm head.